Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be interrogated. Troubleshooting was performed such as ensuring adequate skin preparation, different patch placements, a new link module, a new electrocardiogram cord, new programmer, and repositioning the device. The device was removed and replaced. The new device was able to be interrogated with no issues. There were no patient consequences.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish telemetry and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was at end of life (eol) level and high current drain was noted on hybrid. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.